Event description:
The contact stated a venous blood glucose test was performed on a patient at the health center, and the reading was in the mid 300's (mg/dl). The patient's glucose was also tested using an elite meter, and the reading was 138 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.